Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that, customer experienced hyperglycemia with a blood glucose value of 418 mg/dl at the time of the event. Customer reported the blank display and battery cap contacts damage. No symptoms related to hyperglycemic event was reported. Troubleshooting was performed. It was unknown whether auto mode feature was active or not at the time of event and insulin pump system was not used within 48 hours of the reported high bg event. The product will not be returned for analysis.